Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had excessive motor noise during rewind due to faulty motor. The insulin pump had a cracked case above corner of display window.

Event description:
The customer reported being in the emergency room due to high blood glucose of 290mg/dl, and his blood glucose was treated with the insulin pump and manual injections. The customer was dizzy and sweating. The caller stated that he was sick for a week prior to his admission. The customer mentioned that the insulin pump is cracked near the battery cap. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.